Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. The complaint device is en route to the manufacturer. We will provide a follow up report upon receipt of the device and completion of our investigation.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is (B)(4). Method: two breathing circuits and one additional expiratory (evaqua) limb were received for investigation. The returned circuits were visually inspected and performance tested. Results: holes were found in two of the returned evaqua limbs, one hole in one of the circuits and two in the other, and all three holes had the appearance of having been punctured or scratched with a blunt object. Both of these limbs exhibited excessive leak during the performance test, due to the observed damage. The third limb did not have any damage and a pressure test revealed that it performed normally and within specification. A lot check revealed no other complaints for the lot number provided. Conclusion: it appears likely that the breathing circuits were damaged during use at the hospital, possibly due to contact with a circuit hanger or another piece of equipment. All circuits are pressure and flow tested before they are allowed to leave the production line. This is an automated process and the circuit would have met the required specification at the time of production. The key difference between fph's evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gases to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and circuit hangers. The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage. (B)(4).

Event description:
A hospital in (B)(6) reported that there was leakage from the evaqua limb of an rt340 breathing circuit due to there being a hole in the limb. There was no patient consequence reported.

Event description:
A hospital in (B)(6) reported that there was leakage from the evaqua limb of an rt340 breathing circuit due to there being a hole in the limb. There was no patient consequence reported.